Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified proximal circumflex artery. After a 2.0 x 15mm non-bsc balloon catheter was used for pre-dilatation, a 15mm 3.00mm maverick balloon catheter was advanced for further dilatation. However, during the third inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a 3.0 x15 non-bsc device. No patient complications were reported.